Event description:
Patient reported unknown side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side rupture. The device has been explanted

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles in the shell, opening on posterior and weight to the spec. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior, stress marks, crease flat and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. The device has been explanted.